Event description:
Patient went into a diabetic coma. It was stated that their bgs at bedtime were high and in the morning were low. Spouse called paramedics and patient was taken to the hospital. The customer's bgs were treated and customer was released in the emergency room . The customer was assisted in resetting time and changing display. It was stated that the nurse originally had set the time. Troubleshooting was performed. Pump passed the test.